Event description:
It was reported that a chest x-ray revealed dislodgement of the right atrial (ra) lead. The ra lead was explanted and replaced. The patient is a participant in adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.